Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There has been one other complaint reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A consumer reported that following an intraocular lens (iol) implant procedure, the patient bright big halos around all lights, even in the daytime. The patient do a lot of nighttime driving and it was very distracting. The patients vision was good, but the halos make it seem like it is blurry. Additional information as received and stated that, the doctor has prescribed two different eye drops but nothing has helped. The patient had tried yellow lens and blue lens glasses but not helped. There are two medical device reports associated with this patient. This report is associated with the one of the eye.